Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues. A fluoroscopy was performed and it was identified that the lead was fractured and dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues. A fluoroscopy was performed and it was identified that the lead was fractured and dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.